Event description:
It was reported that a technologist was out on disability for wrist injury. This injury is allegedly from the use of the manual carriage cranking feature and paddle receptor being too tight in carriage.

Manufacturer narrative:
The selenia system was evaluated by an hologic field engineer on (B)(6) 2012, and was found to be working properly. The selenia system functioned as designed. The field engineer adjusted paddle receptor and carriage speed to accommodate user preference. Hologic has scheduled a visit to the site by an applications specialist on (B)(6) 2012. This visit is to ensure the technologist at the site are using the system correctly and to review the options available to avoid using the manual hand crank feature. This is a rare occurrence. Reports of this type are limited to this customer.